Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004 for incontinence and mesh was implanted. The patient reported experiencing decline in health, joint pain, muscle pain, nerve pain, back pain, hip pain, dry eyes, arthritis, gut issues and was eventually diagnosed with fibromyalgia. No further information is available.